Event description:
Pt admitted for revision of pacemaker lead. Pt underwent biventricular pacemaker implant 10/10/01. Pt had been doing well till they experienced shortness of breath and paroxysmal noctural dyspnea. Pt was noted to have pacemaker lead through the coronary sinus dislodged. Pt underwent removal and replacement of lead to the ventricular via thoracotomy.